Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator failed to proceed at the charge button test during op check. There was no pt involvement.